Event description:
Upon opening the trocar package, blade shield was noted as separated from the device. Trocar was not used in procedure.

Manufacturer narrative:
Device malfunction not related to any patient contact or adverse events. After complete evaluation of this malfunction, recall was initiated. Filing of this medwatch is only in relation to recall.